Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on 05/10/2019. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the c zone of parkes error grid.